Event description:
Migration of abre venous stent (12 mm x 60 mm) from iliac vein to right ventricle. Required intervention to remove. Patient developed chest pain and arrhythmia. FDA safety report ID # (B)(4).